Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03 february 2025, it was reported by a sales representative via email that an ar-6480 dw arthroscopy fluid management dev was reported to be pressure faulting during use. This occurred on (B)(6) 2025 in gold coast private hospital during an unknown procedure. The case was completed successfully using the same pump. There was case involvement.